Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator displayed a "machine and proximal pressure sensors failed" error code (1007). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (fse) noted that the customer's v60 ventilator displayed a "machine and proximal pressure sensors failed" error code (1007). The se reported that the motor control board was replaced to resolve the issue.